Event description:
Boston scientific received information that the patient presented with symptoms of palpitations and "feeling strange". During lead evaluation out of range impedance measurements and had reproducible noise that was being oversensed. A lead revision was performed to replace the lead. There were no adverse patient effects.

Manufacturer narrative:
The lead was surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.